Event description:
While attempting to attach pads to a pt, both electrode pads depicted that the lower rib cage areas as the location to attach the pads. These pads were not used and a second pair of properly labeled electrodes were applied and pt treatment continued.